Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst commented the lead returned with helix extended and the distal conductor distorted in the connector. Damaged at implant attempt. No further helix testing possible.

Event description:
It was reported that while attempted to implant a lead, the lead helix would not fixate. The lead was removed and an attempt was made to extend and retract the helix outside of the patient's body to no avail. It was also noted there was tissue on the product once it was removed. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.